Event description:
A customer reported that the adc device filament remained in arm after sensor removal. The customer called their healthcare professional for consultation and reported they were advised to call healthcare provider to schedule removal. The customer reported that a surgeon is scheduled to removal filament on (B)(6) 2023. Additionally, the customer reported the site was sore and there was a lump. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device filament remained in arm after sensor removal. The customer called their healthcare professional for consultation and reported they were advised to call healthcare provider to schedule removal. The customer reported that a surgeon is scheduled to removal filament on (B)(6) 2023. Additionally, the customer reported the site was sore and there was a lump. There was no report of death or permanent injury associated with this event.